Event description:
Additional information was received that the increase in seizures are at pre-vns baseline levels, due to low battery, and intervention was taken due to or to preclude serious injury. The cause of the associated behavioral changes is not related to vns and intervention was taken for patient comfort only. Clinic notes were received noting that the patient could tell his generator battery was getting lower as they were having more staring spells and have not missed any medication doses. The patient's aptiom medication dosage was increased. The patient underwent a prophylactic generator replacement. The facility does not have the explanted generator and is therefore not available for return.

Manufacturer narrative:
Initial report inadvertently omitted date of explant. Initial report inadvertently omitted details regarding generator replacement. Initial report inadvertently omitted code f1905 regarding the generator replacement. Initial report inadvertently omitted code b17 but is coded as b18 on this supplemental 1 report as the device has since been discarded.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that while waiting for surgery, the patient had an uptick in seizures resulting in falls where they hit their head/neck as well as a change in behavior. It was noted that the surgery may be a full revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.